Event description:
This lead was implanted on (B)(6) 20 05 and was capped on (B)(6) 20 12 due to an abrasion. There was no change in lead impedance or sensing and threshold measurements. The physician was (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)